Event description:
It was reported the customer was hospitalized for high blood glucose. It was also reported that the customer's sugar level was high and the infusion set was not change. Troubleshooting was performed. The insulin pump tested fine.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.